Event description:
When the chair was in the reclined position, the resident would slide to the foot of the chair. Because of the extra pressure at the foot of the chair, over time, the back bar bent, causing the resident to allegedly slide out and fracture their hip.